Event description:
Per contact, the button was inserted into the pt approx two months ago. The strap of the device separated from the button and the dome fell into the pt's stomach. Parent uses desitin and night satin cream on stoma site. The md cannot retrieve the dome through the esophagus as it is tied off and does not want to surgically remove it. Parent is waiting for dome to pass. A new device was placed in the pt in 2002. Replacement product sent to physician's office.